Event description:
Pt collapsed at home in the presence of relatives. CPR was initially performed by fire rescue team. While paramedics were attempting to deliver initial 3 tier defibrillation on cardiac arrest pt, hand held defib paddles failed to deliver shock three times. Immediately switched to remote hands free cable system and provided defib. Resulted in successful conversion to different rhythm (asystole). Total delay under one min.